Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Device has been explanted and discarded.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. Pruritus: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "bilateral device rupture¿, ¿implants were recalled¿, ¿symptoms: breast deformity¿ and ¿itching¿, ¿pregnancy breast with light ptosis¿, ¿lateralization of device¿, ¿ballooning of the device¿ and ¿significant leakage of both implants¿.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and concern with device recall. Device remains implanted.